Event description:
It was reported that during a laparoscopy, the hand activation was working on and off. Another device was opened to complete the case without incident. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.